Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, white particles in shell and gel, fold creases. A microscopic analysis was performed which identified:, wear abrasion, broken shell with sharp edge on radius side in the same location of crease assessed as fold flaw opening and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is a broken shell with sharp edge in the same location of crease assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.